Event description:
An abbott customer contacted abbott to report they received the defective cell-dyn sapphire hemoglobin syringe as stated in the abbott product recall letter. The customer stated per the instructions in the recall letter, the defective syringe was never installed and discarded. Abbott's customer technical advocate sent a replacement syringe to the customer. There was no impact to patient management reported by the customer.

Manufacturer narrative:
Concomitant medical products: cell-dyn sapphire hemoglobin syringe, package date 9/16/08. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The date of this report in the initial medwatch submission was (B)(6) 2009 and was incorrect. The correct date of this report is (B)(6) 2008. The cell-dyn sapphire hemoglobin reagent 5.0 ml syringe pull assembly non-conformity, which resulted in "syringe fail to home" error messages immediately upon installation of the syringe, was due to human error in the manufacturing assembly process. The cell-dyn sapphire 2.5 ml and 5.0 ml syringes are look alike parts, similar in design, used on the same workstation and stored in close proximity to one another. There was an absence of attention activators to alert the user of the difference between the two parts. The following corrective actions were implemented to prevent recurrence of the issue: the 2.5 ml and 5.0 ml syringe drive assemblies are now built on different workstations. The syringe pull storage bins are of different colors and were relabeled clearly to indicate which part is used where. The storage bins were relocated to different workstations so they are no longer in close proximity to one another.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.